Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3005094123-2024-0064 under a different suspect device. The customer removed crystals at the sample/reagent pipetting opening which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the cleaning was performed. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the alinity immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity parts replaced associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the alinity I, serial number (B)(6).

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient that was not reported out of the laboratory. Results provided: initial = 1238.55 iu/l, repeat = <1.20 iu/l (reference range: <5 iu/l). No impact to patient management was reported.